Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Complaint received prior to rollout of enhanced in-service training program. Will continue to monitor on monthly trend reports.

Event description:
Rn called to report several incidents of needlesticks while using the bd autoshield. Believes the sticks occurred as a result of improper technique.